Event description:
It was reported that the customer received an altitude alarm. Reportedly, there was no impact to the customer's blood glucose level. Insulin delivery was resumed successfully.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.